Event description:
Product inspection prior to use found the header bag seal was ruptured, resulting in an opening in one edge of the header bag. Since products in this bag are sterilized, the sterility barrier for the product was deemed compromised. No report of illness or injury has been received. The product was changed out with no patient involvement.